Event description:
It was reported that during a total laparoscopic hysterectomy procedure, while transecting fibrous adhesions from previous procedures the top clamp arm broke off into side the patient. It was retrieved laparoscopic. Another device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw missing and not returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. As reported in the event description it is likely that the damage to the jaw was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.